Event description:
It was reported to tyco healthcare/kendall that customer had a problem with the permcath dual lumen. The customer reports "during the catheter introduction, a very important gas embolism occurred and the pt is now in a very deep coma."